Event description:
The customer reported that the system's main power supply plug was broken. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation, and replaced the new power cord plug. The system was tested and found to be working as intended and put back into service.